Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle did not fully deploy. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s928usqs4byg2 hardware: sm-s928u cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 400 mg/dl between 1 and 4 hours of wearing the pod. The patient reported when attempting to activate a new pod, the cannula did not insert into the skin, the tip of the cannula was not fully ejected, and the pink slide did not fully move forward. The patient further stated the cannula did not appear to be the same color as previous pods. The pod was removed, and a new pod was applied.

Manufacturer narrative:
The pod was received for evaluation with the needle mechanism assembly fully deployed. The downloaded data showed no alarms, timeouts, or drive stalls. After removing the bottom housing, the hard cannula was observed to be bent, and the soft cannula was observed to be kinked. Further inspection of the environmental seal, needle cap, found damage that indicated the needle mechanism assembly had deployed into it. It could not be determined when the needle mechanism assembly completed deployment. The deployment into the environmental seal caused the hard cannula to bend under the force of the mechanism spring and the soft cannula to kink. Because the pod was received deployed, it could not be confirmed that an incorrectly installed chassis sub assembly caused the reported needle mechanism failure, a definitive root cause could not be determined.